Event description:
It was reported that the user paused ilet insulin delivery to reach zero insulin on board prior to a guided factory reset and subsequently experienced high glucose while using a 23" teflon 6 mm inset infusion set with a dexcom g7, after which the agent completed the reset, cartridge and set change, cgm pairing, and app pairing, and set targets per instructions. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.